Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid, breathing difficulty and stomach pain. Two days prior to the peritonitis diagnosis, the patient was hospitalized due to breathing difficulty. A day prior to the peritonitis diagnosis, the patient experienced abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with vancomycin injection (1gm, per bag, intraperitoneal, ongoing) and gentamycin injection (20mg, ongoing) for peritonitis. The patient was discharged eight days after hospital admission. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.